Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia. The customer's blood glucose level was 30.3 mmol/l at the time of the incident and was treated with insulin pump. The customer stated that they placed a new sensor. The customer was bleeding so they changed it and placed a second sensor. The customer then received a change sensor. The customer then placed a 3rd sensor but is getting no sensor signal. The customer stated that as the sensor was working they had been getting just the minimum basal. The device will not be returned for analysis.